Event description:
The recipient is reportedly experiencing loss of lock following a car accident. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced a head trauma. External equipment was exchanged, however the issue did not resolve. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The device will not be returned to the company for analysis. A review of the device history record noted no rework. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.